Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the final history log entry on the (B)(6) 2015. A fresh pad-pak was installed during this time. Investigation was unable to replicate the reported fault. The device performed to specification up to and including receipt at heartsine. There were no 10 minute time outs recorded, previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to membrane failure. However there were no ten minute time outs recorded, it is therefore assumed the customer returned the device in response to the field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.